Manufacturer narrative:
Using device programming and therapy history to determine the minimum expected longevity for this ICD, we confirmed that the device fell short of originally labeled longevity expectations. The battery status indicators of prizm family devices can be tripped by either battery voltage or charge time. Analysis revealed that this device declared eri based on charge time rather than by battery voltage. The device was unable to use all available battery capacity, which resulted in shortened longevity relative to original expectations. Guidant (now boston scientific crm) distributed updated longevity estimations in (B)(4) 2004. Longevity estimates for prizm he devices remain unchanged.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that it was questioned why this implantable cardioverter defibrillator (ICD) did not perform daily measurements. Technical services (ts) discussed that this device does not perform daily measurements. The device was later explanted for unspecified reasons and was returned for analysis. Routine initial device testing indicated that detailed analysis was required. To date, there have been no reported adverse patient effects related to this clinical observation.